Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing were observed showing ventricular lead noise, and inhibiting pacing for the dependent patient. The patient has been feeling light headed but was not alarmed. It was unable to reproduce the noise in clinic because the patient did not want any intervention performed, and left before they could finish the check. Subsequently, the lead explanted and replaced with no issues to the patient.